Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and high impedance measurements. The physician elected to explant and replace the lead. The patient was doing well post surgery.